Event description:
It was reported during laser extraction of right ventricular lead at a scheduled generator change out, the innominate vein was damaged. Thoracic cavity was opened to repair vein. The innominate vein was successfully repaired. New system will be implanted once patient recovers. Lead exhibited normal electrical characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.